Event description:
It was reported that a vb replacement device broke during implantation. The broken device was removed and replaced. No other complications were reported.

Manufacturer narrative:
(B) (4): the implant was not returned to the MFR for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.